Event description:
Notice of product liability was received from patient's attorney regarding an m2a magnum hip prosthesis. Patient underwent primary hip procedure on (B)(6) 2008. No revision procedure has been performed. No further information has been received.

Manufacturer narrative:
Additional information was received indicating that a revision procedure had occured. One hip was revised on (B)(6) 2011 and the other side was revised on (B)(6) 2012. It is unknown which revision surgery related to this event.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No revision surgery has been performed. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Manufacturer narrative:
Additional information was received from legal department on may 11, 2015 indicating the patient had a 2-stage revision and not 2 separate revision surgeries on both hips. The explant date was (B)(6) 2011 due to pain and infection causing acetabular loosening. Infection was greater than one year after the initial surgery and unrelated to the implanted product. Hip spacer molds were implanted at that time and revised to new implants on (B)(6) 2012.